Event description:
It was reported the patient told their manufacturer representative that they did not think their device was working and was having trouble charging it ¿ it was taking a long time to charge. The patient charges the implantable neurostimulator (ins) when it reaches ¼ or ½ and it takes them hours to charge. The patient had been having trouble charging since it was implanted in august. The manufacturer representative noted they had previously met with the patient it stated there was nothing wrong with the device.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, lot# va0j1vf020, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).